Event description:
During the ventricle tachycardia procedure, a cardiac perforation occurred after which the patient experienced cardiac arrest and the patient died. The patient had an implantable cardioverter-defibrillator (ICD) and on intra-aortic balloon support. Initially, vascular access was obtained under ultrasound guidance, and an intracardiac echocardiography (ice) catheter was positioned, a decapolar catheter was placed in the coronary sinus, and a quadripolar catheter was placed in the right ventricle. During programmed stimulation maneuvers, the targeted arrhythmia was induced, with degeneration into ventricular fibrillation, which was reverted by electrical cardioversion. Following electrophysiological evaluation, the team opted for an epicardial approach to continue the procedure and perform mapping. During the course of the case, hemodynamic instability was observed, characterized by arterial hypotension and bradycardia. Ice evaluation revealed a large pericardial effusion and a pericardiocentesis was performed with an initial output of approximately 1,000 ml of blood, maintaining continuous sanguineous drainage. Due to persistent clinical instability, a sternotomy was performed. During surgical exploration, a cardiac perforation in the right ventricle was identified and repaired. Advanced support measures were administered including volume resuscitation, blood transfusion, and hemodynamic support. Despite the therapeutic measures implemented, the patient exhibited progressive clinical deterioration, evolving to cardiac arrest. Advanced cardiopulmonary resuscitation maneuvers were performed, without return of spontaneous circulation and the patient died. There were no performance issues with any abbott device.